Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm curved bipolar dissector instrument to perform failure analysis. The instrument was analyzed and it was found to have a damage of the conductor wire insulation at the yaw pulley. There was no material missing and the conductor wires were exposed. The conductor wires were not frayed or broken and the instrument passed an electrical continuity test. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9. Correction to section d : primary product batch/lot number was updated to k10230608 0327.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.